Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -6.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged with a shorter length lens due to excessive vault. This resolved the problem. Cause is due to device - lens too long, surgeon preference change.

Manufacturer narrative:
Pt info: unk. Lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).